Manufacturer narrative:
The device was received fully deployed. No issues were observed on the device data. No damages or defects were observed that would contribute to a needle mechanism failure. Although no damages were observed, the exact timing of needle deployment could not be determined. The cause of the event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s glucose levels rose above 250 mg/dl while wearing the pod for between 1 and 4 hours. When the patient noticed that glucose levels were not decreasing, the pod was removed, at which time it was observed that the needle had not deployed. The needle was then seen deploying after the pod was removed, indicating a needle mechanism failure. As treatment, a new pod was placed.